Manufacturer narrative:
The follow-up is created to document the returned device and conclusion of the investigation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation surrounded by abrasion in the shorter exhaust tube of the pump at the tube/strain relief junction. Testing revealed this to be a site of leakage. Surface abrasion was noted on the inlet and longer exhaust tube of the pump. Partial separations within abrasion were noted on the longer exhaust tube of the pump. Testing revealed this to not be a site of leakage. A group of partial separations, indicating contact with unshod instrumentation, was noted on the base of cylinder 1. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with either cylinder 1 or 2. Based on examination of the returned product, it was concluded that while in-vivo the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the shorter exhaust tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the corrected implant date and the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction, pump tubing leak, tear.